Event description:
While placing the filter in the vena cava, the filter was positioned and released, but did not open. Subsequently, it landed in the ventricle. No further treatment was needed. A permanent vena cava filter was then inserted without difficulty. The patient was not injured.